Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 2.1 and 2.2 were failed to open and was unable to recover. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were failed. A field service engineer reseated the row board cables on auxiliary drawers 2.1 and 2.2, tested the drawers using the hardware test application (hta), and all tests completed successfully. The system functioned as intended after the field service engineer repaired the device.